Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "the patient experienced a lot of pain when standing up, sitting down, and when walking. The patella implant failed to track properly on the avon patellofemoral component. We converted into a primary ps triathlon knee". Rep reported that hospital would not release x-rays to stryker.